Manufacturer narrative:
Medtronic received the following information from a journal article entitled; pseudoaneurysm after endovascular repair of aortic transection woda l & boyle j eur j vasc endovasc surg (2023) 66, 379 https://doi.org/10.1016/j.ejvs.2023.07.008 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was implanted in a patient on an unknown date in 2010 for the endovascular treatment of a traumatic aortic transection following blunt injury to the chest wall. Surveillance computed tomography angiography (cta) imaging performed consecutively for the first five years showed a stable appearance of the implanted stent graft. Subsequently, a cta which was performed on an unknown date due to dilated aortic root seen on echocardiography, revealed new mid thoracic aortic aneurysmal dilatation to 55 mm with type 1b endoleak at the distal end . It is hypothesized that the stent graft straightened over time causing a distal aortictear. No additional clinical sequalae were provided and the patient will be monitored.